Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Eight days following a cardiomems sensor implant, it was reported that the patient was admitted with sepsis, congestive heart failure exacerbation. The patient showed positive blood cultures on (B)(6) 2020, requiring dual antibiotic therapy. The patient's low flows resolved and many of their low flows were attributed to volume status. The patient's cardiomems goal was increased and they are now home and stable.

Manufacturer narrative:
Additional information: g4, g7, h2, h3, h6. No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue, as no nonconformance was found in the batch records reviewed. The sterilization run record met the requirements of the routine validated cycle. A direct correlation between the sensor and the reported event could not be conclusively determined.